Event description:
The investigator reported the pt experienced a loss of therapeutic effect and "dislocation of right gpi probe". The electrode was replaced. The event resolved and the pt's condition improved. The severity of the event was classified as "slight" and cause was reported as possibly related to the electrode.